Event description:
Two skin burns noted at end of operating room procedure near site of intraoperative neuro monitoring leads - pt underwent intraop MRI with these subdermal platinum leads in place, for intraoperative neuro monitoring.